Event description:
It was reported that the patient's ins was removed following an infection. Additional information received reported that following implant redness, swelling, pain, a burning sensation and elevated c-reactive protein levels were observed around the patient's ins pocket. An allergy test was recommended and the test was positive. The patient's neurostimulator was explanted and later replaced with an anti-allergenic coated neurostimulator.

Manufacturer narrative:
(B)(4).